Manufacturer narrative:
Product complaint # (B)(4). Investigation summary the device associated with this report was not returned for evaluation. The investigation could not draw any conclusions about the reported event without the device to examine. Depuy considers the investigation closed. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary.

Manufacturer narrative:
(B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
The surgery was performed on (B)(6) 2020. It was reported that the device (p/n:242122000 or p/n: 602017000)¿s plastic top head part came off. There was no interference for the surgery and no harm to the patient. The hospital staff told that it seemed that the device¿s plastic part stripped and came off easily. No further information is available.